Event description:
It was reported that iabp gave a gass loss alarm, it was restarted and gave the same alarm. A second cardiosave was used and the same alarm was displayed. Balloon catheter was then removed. A second balloon was inserted to resume therapy. No harm reported.

Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.